Event description:
It was reported that during a laparoscopic cholecystectomy procedure the tips of the jaws closed, and the clips was placed on the vessel. The clip fell off the vessel and was pear shaped. The case was completed with the device. There was no pt consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.